Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately couple of months ago from date manufacturer was made aware.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Correction to the initial and follow up 1 MDR in blocks b5 and h6. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often and is no longer working for her. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.